Event description:
It was reported that the catheter had been in place for approximately one half month when blood leakage was found at the connection of the extension tube. Another catheter was placed in the femoral vein. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the lot met all release criteria. DHR was reviewed and no deviations/issues were identified associated with this problem in regards to product materials or during packaging, manufacturing or qc inspection processes. Investigation summary: the sample returned for evaluation was one 14.5 fr dual-lumen 19 cm hemostar catheter and two electronic photos. The photos showed separation of the lumen from the plastic hub along with blood residue. Visual, tactile, and microscopic evaluations were performed on the physical sample. A semi-circumferential split was observed in the red-luered extension leg, located just within the bifurcation. Examination of the break site revealed a granular fracture surface. This investigation is confirmed for external leak/break/split without embolism. The observed features of the split are characteristic of tearing. However, the definitive root cause could not be determined based upon available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: a review of the product instructions for use (IFU) procedural instructions, indications, warnings, precautions, possible complications and contraindications showed that the product labeling is adequate. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
No medical records have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. Photographs have been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter had been in place for approximately one half month when blood leakage was found at the connection of the extension tube. Another catheter was placed in the femoral vein. There was no reported patient injury.